Manufacturer narrative:
The astral device has not been returned to resmed. Therefore, the reported complaint cannot be confirmed at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no harm or serious injury reported as a result of the incident.